Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) information received indicated (B)(6) 2017 device interrogation revealed the ipg exhibited increase to high thresholds. The ipg settings were re-programmed, and device remained in use. It was also reported (B)(6) 2017 device interrogation revealed increase to thresholds. Unresolved, further actions or treatment planned and ipg remained in use. In (B)(6) 2018 the threshold additional information indicated the event is resolved. The ipg remains in use. No patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) clinical study.